Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were reported. The customer reported a no delivery alarm from the insulin pump. The customer reported that the no delivery alarm was resolved by a complete infusion set change. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Please refer to manufacturer's report no. 2032227-2014-47382 as it refers to the same event.